Event description:
Reportedly, the status light of the home monitor remains orange.

Manufacturer narrative:
Analysis summary: - given the provided information, the observed issue could have resulted from a corruption of the flash memory, a corrupted operating system or a short-circuit between the printed circuit board (pcb) and the ground, which prevented the home monitor from booting properly. - however, the root-cause of this issue could not be identified, since the subject home monitor was not returned for investigation. - this case is recorded for trending purposes.